Event description:
A trilogy evo o2 ventilator was returned to a third-party service center for routine preventative maintenance. There was no allegation of device malfunction. During the evaluation of the device at the service center, the technician confirmed that the device had a faulty proportional valve (aecm) and 3-way solenoid valve. The trilogy evo 3 way solenoid valve and proportional valve (aecm) were replaced to address the issue. The system meets the specification for the performed service and is returned to use.